Event description:
Hole in nozzle of humidifier not perforated when turning on o2 gauge. Pressure buildup occurred forcing water to push up and out through top of humidifier. Potential danger of electrical problem if water was forced into o2 gauge.